Manufacturer narrative:
On 06-jan-2017, a field service engineer (fse) visited the customer site. The fse cleared a clot from sample nozzle. Also, he checked the hybrid arm nozzle and cleaned the tip with satisfactory results. He ran controls that were within specifications as verified by the operator. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was sample nozzle clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported clogging detected during conjugate suction by hybrid arm (error 2111) and clog detected during sampling (error 2070) with their aia-2000 analyzer. The customer was not able to run progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.